Event description:
During cataract extraction with intraoccular lens implant of the left eye using the occu-system phacoemulsifier the vacuum could not be released and as the posterior capsule was adherent to the tip, even though the foot pedal was completely released, vacuum continued in the ia probe. This tore the posterior capsule. A larger lens was used in the implant.